Event description:
Information as it was reported to ams indicates that the console experienced "problem code 152¿ prior to a procedure (patient was present and under anesthesia) they were testing the console for functionality. The customer was unable to resolve the console issue that occurred. Case was completed by an alternative procedure (turp). Patient outcome: prostate removed. There was no report of a patient or user injury. No additional information was provided.

Manufacturer narrative:
Product evaluation summary: resonator (B)(4) was returned to ams and analysis performed on (B)(6) 2015. The resonator evaluation showed diode leaking from input water fitting; diode wavelength shift was noted. The dual lbos were observed to be moisture damaged. The frozen indicator was purple. Diode, both lbos, coupler cover, slide lens, power detector tube with filter, aperture and desiccant were replaced. The resonator was re-peaked and a new test report was completed.